Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing "depression, anxiety, food intolerances, brain fog, dry skin, weight loss, pain, burning in the chest area, tingling in their fingers, heart palpitations, night sweats, night chills and radiating pain in their spine". Patient reported experiencing "bleeding from their nipples". The patient stated "they have difficulty breathing". The patient stated "they are unable to lay on their stomach due to pain". The patient stated "they think they have ruptured implants". Device remains implanted.